Event description:
Rate set @ 40 cc/hr. Pump allowed 400 cc to infuse in apprx 1-1/2 degree. Incident occurred at 0800. Machine functioning properly at 0500. Extra lasix treatment required. * biomedial evaluation: unit was tested three different times unit is well within mfg. Specs. Possible problem is IV cassette not snapped in completely-causing a partical free flow effectdevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. Date last serviced: 01-dec-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: cassette. Conclusion: user error caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.